Manufacturer narrative:
The insulin pump passed operating currents, reset error test, and the displacement test. The insulin pump alarmed during the basic occlusion test due to motor encoder signal out of phase. The occlusion, prime and excessive no delivery test could not be performed due to the alarm. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches to the display window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had alarmed during the rewind. He did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.